Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that on (B)(6) 2026 a patient with diabetes contacted support regarding elevated blood glucose levels associated with an infusion set issue. While applying a new infusion set, the adhesive did not fully adhere to the skin. Subsequently, the patient¿s blood glucose levels increased and did not respond to correction attempts, reaching approximately 250¿260 mg/dl. After changing the infusion site to the opposite side of the abdomen, the patient noted that the cannula from the removed set was bent. A correction bolus delivered via the pump after the site change successfully reduced the blood glucose level to 120 mg/dl. The affected infusion set was not retained for return. The patient also reported low supplies, and the replacement process was discussed and completed. The device was operated by the lay user/patient, and the event occurred during patient use. No patient injury was reported.